Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the consumer that she has been examined by a different ophthalmologist who could not detect any abrasions. The feeling of sand results from very dry eyes.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. (B)(4).

Event description:
A complainant alleges that a consumer claims that two years following an intraocular lens (iol) implant procedure, she experienced eye pain and a feeling of sand in the eye. According to the complainant, the consumer claims that an ophthalmologist informed her that there were increased abrasions on the lens and that these abrasions accumulated in the eye. Additional information was requested. There are two medical device reports associated with this patient. This report is for the first eye.